Event description:
The customer reported the radical-7 "turns off despite the battery being fully charged." There was no patient impact or consequence reported.

Manufacturer narrative:
Masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed.  If the device is returned for evaluation or new information is obtained, a follow-up report will be submitted. .

Manufacturer narrative:
Other, other text: the returned radical-7 was evaluated. The device powered off, however, a watchdog alarm was triggered on the handheld. Internal inspection of the radical-7 revealed a defective component on the speaker circuit of the instrument board resulted in the reported issue. Health effect impact code: no adverse event, no patient impact.

Event description:
The customer reported the radical-7 "turns off despite the battery being fully charged." There was no patient impact or consequence reported.